Event description:
It was reported that the propeller flair sequence is producing items that mimic real disease. Upon review of images it could be seen that surface coil intensity correction (scic) image enhancement option made the hippocampus brighter than the images taken with the scic option turned off. The scic option is used to smooth surface coil image intensity variations. No injury or mis-diagnosis has been reported. Although no system failures occurred this is an unanticipated outcome of using the scic feature with flair images of the brain which in some instances could potentially lead to mis-interpretation of images.

Manufacturer narrative:
There is a possibility that this could lead to mis-interpretation based on flair images alone. However, good clinical practice would dictate that diagnostic and treatment decisions would be based on pt overall exam, clinical symptoms and lab data etc. And not on a single MRI series. The mr system was operating as intended and there is no evidence that the system malfunctioned.